Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number:5034967, model/catalog description: avista MRI perc lead kit 56 cm. The explanted leads were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation and lead migration was suspected to be the cause. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.